Event description:
It was reported that, "patient getting out of car heard loud pop, could not walk 20 ft. Neighbor took him to ER, there he saw surgeon in (B) (6). Xray showed shattered ceramic head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient has the explanted device which we will not be getting. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.